Event description:
It was reported that the zimmer ats 3000 tourniquet had a main cuff leak. Additional clinical follow up with the customer indicated that the reported issue occurred before surgery. Customer also indicated that the pump runs about every 5-10 seconds after power up. When the staff inflated the cuff on a patient there was a "res leak" error. Biomed tested the cuff hoses and replaced the o-rings. The main cuff circuit failed leak test and a leak was also discovered from the main cuff valve assembly. One of the valves was leaking air to the main cuff port and there was an audible alarm, the led message displayed "res leak." The set pressure was maintained and the unit attempted to maintain the set pressure by cycling frequently and without attaching the cuff, and the hose to the main cuff to the pump runs continuously; this occurs prior to pressing inflate. There was no patient injury or extended surgical time as a result of the reported issue and an alternate unit was immediately available for use.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured in february 2008 and the last repair was on 02/25/2010 for a non-related issue. Evaluation of the device observed that the diaphragm of the slow inflate valve on the main cuff manifold was fractured. Additionally, the battery was greater than one year old. The mounting feet showed signs of crumbling as well. Prior to repair, all functional specifications were met. The cause of the customer's event is most likely damage to the clippard inflate valve on the main cuff manifold. This damage is most likely due to not maintaining the device per preventative maintenance or proper handling. The device was serviced and returned to the customer.